Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected replace battery now alarms noted during testing. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump consumed 3 batteries within 4 days. The patient's blood glucose at the time of incident is unknown. The caller stated that the insulin pump would alarm replace battery now without a prior low battery warning; the alarm has occurred twice in the past 4 days. No physical damage on the device was noted. The insulin pump will be returned for analysis.